Event description:
At 12:00 noon, using expired strips, the customer received a blood glucose reading of 95mg/dl on the contour next link 2.4, ate lunch and took 16 units of insulin. At 4:15pm he was out. The paramedics were called and tested the customer's blood glucose. The reading was 35mg/dl. Information regarding treatment was not provided. New meter and strips were sent to him.

Manufacturer narrative:
Although the returned strips gave satisfactory performance, the customer had used them beyond their expiration date.